Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered after unpacking the product from the transportation box. The flow restrictor was found removed from the pump (separated). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed fluid inside a bag that contained the unit which suggested leak occurred. The device was further inspected which revealed the leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.